Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 614mg/dl, and her blood glucose was treated with an insulin drip. The customer experienced abdominal pain and nausea. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found several no delivery alarms. Assisted the customer to run a manual prime and the insulin did exit. Performed a high pressure test and passed. Instructed to remove the cannula and it was not bent or occluded. Advised the caller to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.